Event description:
It was reported that a user experienced a pairing failure when attempting to connect a new freestyle libre 3 plus continuous glucose monitoring sensor to the ilet mobile app, after initially pairing the sensor to the libre app. Symptoms included no glucose data available to the ilet due to lack of sensor connectivity. Outcomes included temporary interruption of automated glucose control until a new sensor was paired. Investigation included technical support troubleshooting and guided device setup. Investigation of this case revealed that the initial sensor had been paired to a non-ilet application, preventing ilet pairing, and that replacing the sensor and pairing through the ilet mobile app restored function. It was concluded that user pairing sequence caused the connectivity issue and that proper pairing of a replacement sensor to the ilet resolved the event without further clinical impact.